Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. Device was connected to a test transmitter or sensor and monitored without any connection interruptions. Device received with scratched case. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing low blood glucose level 40 mg/dl which was treated with food and high blood glucose level 440 mg/dl which was treated by insulin pump. It was unknown if insulin pump was on auto mode. Customer declined troubleshooting for low and high blood glucose level. Customer stated that insulin pump could not find sensor signal. Device will not be returned for analysis.